Manufacturer narrative:
Pump had no button response due to corroded keypad traces. Failure analysis was unable to verify battery out limit alarm due unresponsive buttons. Moisture damage on electronics noted. Pump received with broken battery cap, minor scratched display window, cracked case at display window corners, cracked reservoir tube lip.

Event description:
The customer reported via phone call that they had a keypad anomaly. The customer stated the buttons were unresponsive on the insulin pump. Customer's blood glucose was 146 mg/dl. The customer stated the insulin pump was exposed to moisture from the rain. It was also found the customer had a battery out limit alarm that could not be cleared. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.